Manufacturer narrative:
The sample was discarded by the user facility, therefore we are unable to perform a sample evaluation. Based on the information provided the surgeon hydrates the mesh "for no more than 5 seconds". Per the instructions-for-use the mesh "should be hydrated for no more that 1-3 seconds just prior to laparoscopic placement." It is unclear if the mesh may have been hydrated for too long of a period and if so how this may have contributed to the alleged hydrogel separation. At this time no definitive conclusion can be made. The information provided is limited and no additional information was able to be provided. Without a lot number a review of the manufacturing records is not possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that while placing a davol ventralight st mesh in the patient the 'sepra barrier (hydrogel) had fallen off of the mesh." The mesh was removed and discarded. As reported the surgeon hydrates the mesh for no more than 5 seconds and introduces the mesh through a skin incision. The surgeon has used this product for several years, and is familiar with the technology and technique. There was no patient injury.